Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a patient experienced difficulty breathing and their blood oxygen saturation decreased. The patient required 1 liter of oxygen. There was no allegation of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient experienced difficulty breathing and their blood oxygen saturation decreased. The patient required 1 liter of oxygen. There was no allegation of device malfunction. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, section type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.